Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing auto-reduction. It was also reported the patient was non-compliant regarding post-implant guidelines (lifting and activity restrictions). Follow-up identified diagnostics showed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issues with reprogramming as only right leg stimulation could be achieved. Subsequently, the patient wanted the scs system explanted and replaced. Further investigation identified as of (B)(6) 2013 the patient is experiencing a warming sensation throughout his body while using stimulation. Additionally, it was reported per the patient's spouse, the patient is experiencing slurred speech as well as hand numbness (physician does not believe this is scs system related). The patient now wants the system explanted.